Event description:
The patient was implanted with two leads from the same lot number. It was reported during the trial period, the patient called her sjm representative and stated she was not feeling well and had a fever and chills. The representative instructed her to call her physician. The patient was seen by the physician's assistant and the scs trial leads were removed. Follow-up identified on (B)(6) 2013, the patient is doing well and no longer has a fever.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.